Manufacturer narrative:
The product has not been received for evaluation and a follow-up report will be submitted when the investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed "system fault code 36" fault code 37" and "defib fault 58" messages. Complainant indicated that there was no patient involvement in the reported malfunction.